Event description:
During a colposcopy procedure, the biopsy tip broke.

Manufacturer narrative:
The subject biopsy tip was returned with the bottom portion of the jaw missing. Based on this, the belief is the tip broke inside the pt requiring the physician to remove the broken piece from the pt manually (finger or forceps). A visual inspection of the tip revealed a build of blood, tissue and/or cleaning agent in the jaw mechanism. This build up did not allow free activation of the jaw contributing to the tip breaking.